Event description:
Md - radiologist- put on safety glasses in medical imaging special procedures room; attempted to adjust them, when the right lens broke and sliver of glass allegedly went into right eye. Md went to ed immediately; eye was flushed and numbed, and md was ordered to see an ophthalmologist.